Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates swg (spring wire guide) kinked in package/prior to use.

Event description:
The customer reports that when opening the material, it was fractured.

Manufacturer narrative:
(B)(4). The customer returned one, opened sac set for analysis. The guide wire and the guide wire tubing will be analyzed as part of this complaint investigation. Visual analysis of the guide wire contained one distinct kink. With the guide wire fully inserted, microscopic examination revealed white stress marks on the tubing at the same location as the kink. The damage observed is consistent with defects related to shipping and handling. No other defects or anomalies were observed. The kink in the guide wire measured 99mm from the distal weld. The guide wire total length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured .510mm, which is within the specification limits of .508mm-.533mm per the guide wire graphic. A device history record review was performed, and no relevant findings were identified. The product label/lidstock was also analyzed as part of this complaint investigation. The words "do not bend" were clearly listed at the top and bottom. The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis of the contents within the opened kit revealed that the guide wire was kinked. Stress marks were also observed on the guide wire tubing at approximately the same location as the kink. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the report from the customer and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when opening the material, it was fractured.